Manufacturer narrative:
A. Patient information not provided by the customer. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026, about an hour after a new patient was initiated on extracorporeal membrane oxygenation (ECMO) using an oxygenator, the post-membrane po2 was only in the 70s and the patient continued to be hypoxic. The oxygenator was changed out and the patient's symptoms improved.